Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Device evaluation of monitor sn (B)(4) is still underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the electrode belt, the ECG acquisition and pulse delivery circuitry were verified. Device manufacture date: monitor: 03/15/2016. Belt: 06/20/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a french patient experienced an inappropriate defibrillation event while in the hospital. The patient had reportedly been in the hospital following an asystole event a week prior in which the event reportedly lasted approximately 20 seconds. The patient was reported to have fallen and dislocated his shoulder during this event and may have suffered some neurological problems. There is no indication that the lifevest caused or contributed to this event as asystole is considered a non-treatable rhythm. During the inappropriate defibrillation event on (B)(6) 2018, the patient reportedly was unable to press the response buttons due to the condition he was in. Rapid atrial fibrillation contributed to the false detection. Review of the download data indicates that the response buttons were not pressed during the event. The patient remained in the hospital and was scheduled to receive an ICD.